Event description:
The customer contact reported no flow. On an unspecified date and time, the pump was programmed to deliver an unspecified medication. No specific pump programming parameters were provided. The critically ill pt was also receiving unspecified concentrations of neosynephrine, levophed and dopamine via three separate syringe pumps at rates from 0.3ml/hr to 0.4ml/hr prior to surgery. The tubing sets were connected to an unspecified manifold. The manifold was connected to an extension set with a 0.2 micron filter which was connected to the pt IV access site. At an unspecified time, it was noted the pt's blood pressure was not responding to the medications. It was reported that the pt was "chemically coded" with unspecified medications. The nurse disconnected the extension tubing set from the pt and noted fluid was not flowing. No audible alarm was noted. The extension set was replaced and therapy was resumed using the same pump. At an unspecified time, the surgical procedure was complete and the pt was returned to the respiratory neonatal intensive care unit (rnicu). At an unspecified time after surgery, the pt was stabilized and transferred from the rnicu to an unspecified unit. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. (B)(4).